Event description:
After firing the long60a, the device cutter jaws locked, and would not release. The device was removed with the cutting end (jaws) locked closed and the staple cartridge still in place in the device. Used < 5 minutes.